Event description:
It was reported that this pacemaker device exhibited undersensing. Technical services (ts) reviewed the presenting electrogram (egm) and stated that there were some signals on the atrial channel that were not detected by the device. The right atrial (ra) lead showed decrease in pacing impedances; however, the measurements were within the normal range and the intrinsic amplitudes were out of range. Ts recommended to perform troubleshooting options during in-office follow up to exclude or confirm potential lead impairment. This device currently remains in service. No adverse patient effects were reported.